Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant wasn't completely covered with bone, no thread tap used, bruxism, preceding/simultaneous bone augmentation, mobility. Mm2024_1552 and 2024_1553 are the same patient.